Event description:
It was reported that during an unspecified procedure a balloon rupture occurred. The 90% stenosed lesion was located in a moderately tortuous and severely calcified artery below the knee. On the first inflation the sterling es mr 2mm x 40mm x 145cm balloon was inflated to four atmospheres. On the second inflation the balloon ruptured at three atmospheres. The balloon was removed intact. The procedure was completed with another of the same device. The patient status is listed as good with no complications reported.

Manufacturer narrative:
(B)(4): the complaint device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4)